Event description:
The product complaint report shows the customer alleged that the 840 ventilator lost power and stopped cycling while in use on a patient. It was discovered by the hospital's service department that the ventilator's power cord was only making intermittent contact and the unit was running of the internal battery and the ac wall source. Although the ventilator does have an indicator that states the vent's power source, the staff did not notice until the battery was depleted and the device shut down, the unit did activate the audible loss-of-power alarm. It was reported that the customer was unharmed. The hospital service group resecured the power cord and the unit worked as expected.